Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during an angioplasty procedure during use of a 6.5 mm x 45 mm embotrap iii (et307645/unknown lot#) revascularization devices, vasospasm occurred. Additional information received indicated that the procedure was to treat a stroke. The event did not result in patient injury, patient death, additional intervention to prevent serious injury of death, hospitalization, prolongation of existing hospitalization, or permanent disability. The current condition of the patient is good. The procedure was completed by clot retrieval. The doctor believes the embotrap caused the vasospasm. The event did not prolong the procedure. There were not alleged product malfunctions. Concomitant devices that were used during the procedure included preset and a balloon guide catheter (bgc). No additional information is available. The device was discarded therefore no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Vasospasm was reported as intraprocedural finding and the severity of the actual event is unknown. The root cause of the event cannot be conclusively determined based on the limited information available for review; however, it is likely that pharmacological, clinical, and procedural factors, including vessel characteristics, may have contributed to the event. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device has not been returned for analysis and therefore no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that during an angioplasty procedure during use of 6.5mm x 45mm embotrap iii (et307645/unknown lot #) revascularization device, vasospasm occurred. Additional information received from the sales rep on 30-jan-2021 indicates that the indication for the procedure was to treat a stroke. The event did not result in patient injury, patient death, additional intervention to prevent serious injury of death, hospitalization, prolongation of existing hospitalization, or permanent disability. The current condition of the patient is good. The procedure was completed by clot retrieval. The doctor believes the embotrap caused the vasospasm. The event did not prolong the procedure. There were not alleged product malfunctions. Concomitant devices that were used during the procedure included preset and a balloon guide catheter (bgc).